Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for high blood glucose. The blood glucose reading at the time of call was 250mg/dl. The customer stated that he had an infection and it may caused the blood glucose to rise. Troubleshooting was performed. The programming in the insulin pump was correct and the alarm history revealed several no delivery alarms. No further information was provided.